Event description:
A report was received tha patient had an infection at the ipg site. The patient's symptoms were redness, swelling and pain. The physician administered antibiotics through IV and medication for pain. The physician believes the infection was procedure related. The infection has resolved and the patient is reportedly doing well.